Event description:
Pt was having a stent placed. The balloon ruptured. When trying to remove the balloon, the stent was also moved into the superior subclavian vein. A cardiovascular surgeon was called. An incision was made at the groin puncture site in order to retrieve the balloon. The stent remained in the pt. The pt was taken to or for closure of the groin incision.